Event description:
During a catheterization procedure, a balloon was used to place a sapien valve in the pulmonic position. Before full expansion of the balloon, the balloon had a circumferential rupture. This made it impossible to remove the balloon from the patient in the dry seal catheter that was in place. A snare was placed to assist with removal of the balloon. Balloon was successfully removed from patient. The balloon is pre-mounted in the catheterization lab by a product representative, so it is unable to be pre-inflated before the procedure.